Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) coating was defective and tissue stuck to it. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have krytox lubricant. A visual inspection displayed no signs of physical damage. The instrument is lubricated with krytox between the inner/outer running surfaces of the jaw tangs and clevis slots. The lubrication is not excessive and is considered an expected condition. There was no problem detected. Common causes related to instrument complaints reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product, or other factors not directly related to the device. The complaint was confirmed by failure analysis.